Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that the lancet protrudes beyond the end-cap of the multiclix lancet device after firing. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.